Event description:
Boston scientific received information that during a hematoma evacuation procedure, it ws identified that this right ventricular (rv) lead was dislodged. The rv lead was successfully repositioned and remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted later for an unrelated reason.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.